Event description:
It was reported that the unspecified bd syringe scale marking faded. Consumer stated, she is using "oral syringes" and the scale markings are fading. Stated, she does re-use does not have product information. Stated, it is a 1ml oral syringe. Stated, she will reach out to pharmacy to get reference number stated, she would send a photo of syringe: samples: yes, cl.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 28-oct-2022. H6. Investigation summary: one loose sample was provided to our quality team for investigation. Through visual inspection, it was observed that all the scale markings were missing except for some partial grad lines present near the barrel roof. It was noted by the customer that the syringe had been re-used. It is unclear if the reuse had led to the missing print condition observed. The instructions for use state that the oral syringes are for single use only. Since syringe had been reused by the customer, it¿s unclear if a manufacturing related process contributed to the missing print condition so a potential root cause can not be established and corrective actions are not necessary. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd syringe scale marking faded. Consumer stated, she is using "oral syringes" and the scale markings are fading. Stated, she does re-use does not have product information. Stated, it is a 1ml oral syringe. Stated, she will reach out to pharmacy to get reference number stated, she would send a photo of syringe lot: catalog :date of event: samples: yes cl.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, nj was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.